Manufacturer narrative:
(B)(4): port fully functional and balloon fold line leak unrelated to reported event the adjustable gastric band with 5.5 cm of tubing attached, the injection port with the locking connector attached and 43 cm of tubing connected with the tubing strain relief on the tubing was returned for analysis. In addition, 1.3 cm section of tubing with one-way valve and extender of an rlzb32 gastric band were returned for analysis. Visual inspection show the buckle of the band has been cut presumably for explant reasons. There were three fold lines near the catheter connection. A small hole was observed on the balloon on the 2.5 cm fold line. Debris is noted around the port hooks, inside the port actuator ring, on the locking connector and inside the port connection housing. Per the reported event of a ventral hernia and fluid accumulation around the port, the analysis could not confirm the reported event. Attempts to the account have been made for clarification of the reported event in relation to the returned components, but no response has been received. A DHR review was conducted and no discrepancies were observed during the manufacturing process. A manufacturing issue is unlikely to have contributed to the event.

Event description:
It was reported, post implant a realize adjustable band on (B)(6) 2010, the patient was diagnosed with a ventral hernia. Fluid had collected around the port. No infection or additional treatment reported. The port was replaced on (B)(6) 2010. The patient is okay.

Manufacturer narrative:
(B)(4).